Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (avm) using lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while attempting to advance a ruby coil through the lantern, therefore, both the lantern and ruby coil were removed. The procedure was completed using the same ruby coil, additional ruby coils, pod packing coils (pod pc) and a new lantern. There was no report of an adverse effect to the patient.